Event description:
It was reported the patient had a rod fracture approximately 5 months post-op, but was not symptomatic at the time. Patient recently began complaining of pain and visited the surgeon for x-rays/MRI and to discuss implant removal. The patient is reportedly scheduled to undergo surgery for implant removal in the near future.

Manufacturer narrative:
The device remains implanted; therefore, product evaluation is not possible at this time. Unable to determine cause of the event.